Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error message (strip fill problem) first occurred ¿one and a half months ago¿, when he got the meter. The patient manages his diabetes with a combination of medications. It is not known if he made any changes to his usual diabetes management routine as a result of obtaining the alleged error message. The patient reported, date/time unknown, he developed ¿nausea¿, but denied receiving any treatment for his symptom. During troubleshooting the cca noted that the patient had not been using the meter for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.